Event description:
It was reported that a user traveling with an ilet bionic pancreas experienced a continuous glucose monitor issue in which the dexcom g7 sensor ¿died¿ after expiration, leading to a loss of cgm data and a pairing failure with the responsible device not identified; the user was educated on using bg run mode and proceeded to operate in bg run until a replacement sensor could be obtained. Symptoms included no adverse clinical effects, with a last reported blood glucose of 140 mg/dl prior to sensor expiration. Outcomes included temporary reliance on bg run mode with continued therapy without hospitalization. Investigation included customer interview and troubleshooting with education on bg run workflow. Investigation of this case revealed that the event was consistent with expected end-of-life sensor expiration with subsequent inability to maintain cgm connectivity, and no hardware malfunction of the ilet was identified. It was concluded, based on previously established findings for similar reports, that the cause was user operation in the context of an expired third-party cgm sensor, resulting in expected loss of cgm input and appropriate transition to bg run mode.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.